Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that during the procedure, the device was inserted into the patient but would not work. The device was removed from the patient cavity and was found to be "all bunched up and bulging." The procedure was completed with a second device. No patient injury.

Manufacturer narrative:
The device successfully passed cavity integrity assessment and ablation testing. The product performed as intended during laboratory testing. No visual imperfections were noted with the device electrode array. The array retracted back into the sheath as expected. The reported complaint and adverse event cannot be confirmed. This observation will be monitored and trended.